Event description:
The facility reported a pump that keeps turning off. It is unk when this event occurred. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
Evaluation summary: the device was returned to baxter for service. The reported condition of a pump that keeps turning off was not confirmed during product evaluation. Therefore, no further correction was made concerning this event. The device was tested and returned to the customer.